Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/replicated the reported issue. The instrument was found to have a broken chassis, which caused the rfid to be dislodged. The dislodged rfid caused the instrument to be not recognized when placed in the system. When the instrument was placed on the in-house system, a rattling sound could be heard from the broken piece of the chassis. The kibana log was reviewed and showed no information since the instrument has never been used. Isi received the reload that was installed in this stapler and completed the device evaluation. Fa investigations did not find any physical damage. The reload was not fired and the blade was still in the garage. A review of the site¿s complaint has been performed and identified one (1) additional complaint that was generated to document the incidental return of the reload. No allegation was made against the reload. Fa noted no failures detected. No image or procedure video was provided for review. The isi fa technician reviewed the logs but could not find any information since the instrument has never been used. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted low anterior resection surgical procedure, sureform 60 stapler instrument was not recognized by the system. The site used a backup third party stapler to continue the procedure. The procedure was converted to open surgery for an unknown reason. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported during a da vinci-assisted low anterior resection surgical procedure, the sureform 60 stapler instrument was not recognized by the system. The procedure was converted to open surgery. On (B)(6) 2020 intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and the following additional information was obtained regarding the reported event: the procedure was converted to open for unknown reasons after the reported sureform 60 stapler instrument recognition issue. Ports were placed into the patient when the reported stapler recognition issue occurred. After the recognition issue occurred, the surgeon used a covidien xl stapler to continue the procedure. It is unknown if there was any patient injury. It was reported that no fragments fell into the patient. On (B)(6) 2020, isi followed up with the da vinci coordinator and the following additional information was obtained regarding the reported event: there was no other reported issues with the da vinci system during this procedure. It is unknown if the cause of the conversion to open surgery was due to the da vinci system.